Manufacturer narrative:
Additional information: additional information : the suspect lot numbers were manufactured on ur18f25061 ¿ manuf. 26-jun-2018, ur18h06075 ¿ manuf. 07-aug-2018, ur18g03017 ¿ manuf. 04-jul-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Concomitant medical products: the customer stated the lot was either ur18f25061, ur18h06075, or ur18g03017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a micro-volume radiation sterilized extension set leaked. The leak was noted where the luer lock meets the small hub and small drops on the edge of the line were observed coming from the tubing. The tubing was being used to deliver tpn (total parenteral nutrition). The tpn was stopped and a new line was primed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Replace 4114 with 10, 3221 with 114. The device was received for evaluation. Visual inspection was performed and revealed that the tubing insertion part was out of specifications. Clear passage test was performed with no issues noted. Pressure test was performed and revealed a leak between the male luer lock and tubing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.